Event description:
Reporter used the patch in 2007 and wore it for about 3 hours. He removed it because it was burning his back. His wife noted a two inch burned and blistered area where patch was removed. A week later, he went to urgent care and doctor diagnosed area as second degree burn. He has made four additional visits for scraping and wound treatment and will see a wound specialist.